Event description:
It was reported that during an implant procedure, ventricular standstill occurred during placement of selectsite sheath into the right ventricular cavity. Broad qrs complexes during complete heart block (chb). Physician suspects probable trauma to conduction system during sheath maneuver. Symptoms resolved with pacing without any residual sequela. The implant procedure continued. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).